Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer administered insulin based on receiving high readings, and subsequently experienced a hypoglycemic event that did not require medical intervention. It was reported during the telephone call to nova biomedical that after the event, the lot of test strips was tested with control solution and found to be out of range of use. No control solution test was performed before using the strips which is against the directions for use. Education took place with the call. The test strips will be returned for eval.